Event description:
It was reported that a skin irritation causing severe itching and redness had occurred while wearing the pod. The patient went to the allergist and a dermatologist and was diagnosed with atopic dermatitis, contact dermatitis due to nickel, contact dermatitis unspecified trigger, pruritic disorder, lactose intolerance, diabetic peripheral neuropathy, and non-allergic granitis. The patient was prescribed betamethasone ointment (0.05% with instructions to apply twice daily as needed) and allegra.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.